Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned and analyzed with no anomalies found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An implantable cardioverter defibrillator (ICD) system was returned to the manufacturer with no information. Further review of the manufacturer¿s database indicated the patient is deceased and died approximately five weeks after the system was implanted. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6947-65, lead, implanted: (B)(6) 2003; 5076-45, lead, implanted: (B)(6) 2003. (B)(4).